Event description:
During a remote follow-up, post-paced t-wave oversensing episodes due to fusion were observed on the device. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event. The patient is stable with no consequences.